Event description:
Subsequent information that the impedance measurements on the device and rv lead remain high and out of range. Boston scientific technical services (ts) reviewed the available information and confirmed that there was no noise and that the shock and sensing measurements were appropriate. It was noted the threshold measurement had increased. Ts recommended continued monitoring. No adverse patient effects were reported.

Event description:
Boston scientific received information that during the device replacement procedure approximately two months ago, the impedance measurements on the right ventricular (rv) lead were 1900 ohms. During this routine follow-up, the impedance measurements were greater than 2000 ohms. All other measurements were appropriate. This patient was not pacemaker dependent. This patient will be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.